Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield drop off from needle during activation after blood collection. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. DHR review could not be performed as the lot number was not provided. The defect described in the incident report could not be confirmed or replicated with the returned unit. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that after use of the bd vacutainer eclipse blood collection needle with pre-attached holder, the safety shield drop off from needle during activation after blood collection. There was no report of exposure, serious injury, or medical intervention.